Event description:
The customer reported the system displayed generator errors and would not function. No pt injury was reported.

Manufacturer narrative:
The customer has not yet approved ge service. No conclusion can be drawn as repair info is not available.